Manufacturer narrative:
Initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion occurred during use of a large volume folfusor. The device had been filled with flucloxacillin 8g and citrate buffer in 230ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) actual devices were received for evaluation. The devices contained 61 and 79 ml of residual drug fluid in the bladders. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on both devices and found to be within the product specification range. The reported condition was not verified. The devices were found to be conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h4, h6, h10. H10: the actual device was not available; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph showed fluid contained inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.